Event description:
An alarm was reported, first as alarm 2 followed by alarm 26. There was no adverse impact to the customer¿s blood glucose level, which did not exceed 500 mg/dl. The customer declined further troubleshooting, and no additional actions were taken at this time. Consequently, cts decided to close the case.